Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 415 mg/dl at the time of the incident. The customer's current blood glucose level was 202 mg/dl. The customer was treated by the manual injections. The customer was assisted with the troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device was received with minor scratched or worn display window. Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test.